Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 1.4, lab: 5.9. Time between tests: within 3 hours. Patient also received an nes error while testing. Therapeutic range: 2.0-3.0. Patient mentioned a loss of appetite a few days before the comparison was done; thinks she had a virus. Patient reports "milking finger" after finger stick, adding multiple drops of blood, and not having meter in correct mode when performing finger stick. Customer is having difficulty obtaining sample.

Manufacturer narrative:
Investigation pending.